Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's current blood glucose was 421 mg/dl. The customer was assisted with running 5.0 unit manual prime and insulin exited. The customer declined to troubleshoot for high readings. The reservoir will be returned for analysis.